Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, minor scratched and cracked display window, cracked and bleeding lcd glass. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the screen which made it hard to read. The customer's blood glucose was 130 mg/dl at the time of incident. The customer's mother stated that her son fell and the insulin pump got cracked. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.